Event description:
Patient had an ICD implanted. Two shocks had been delivered since implantation. Subsequent device interrogation of those events demonstrated that these shocks were delivered due to noise on the rv lead due to a lead fracture. The rv lead was replaced 14 months after it was originally implanted. The new lead and the original ICD successfully passed all testing at that time.